Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis and the failure mode effects analysis. The DHR (device history review) for sterrad 200 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for haze / oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The hhe (health hazard analysis) relating to haze / oil mist was considered low risk. The fmea (failure mode effects analysis) is considered low risk. The catalytic converter was returned for investigation of the report of haze / oil mist. The part was tested and passed the test cycle. A scar was initiated for the sterrad 200 oil mist filter assembly failures.

Event description:
An asp field service engineer (fse) was onsite performing maintenance to the sterrad 200 sterilizer when he noticed that the vacuum pump oil mist filter was misting. There were no human reactions due to the oil mist.

Manufacturer narrative:
Evaluated by mfg: this is capital equipment which was assessed onsite by an asp field service engineer (fse). The fse replaced the oil mist filter and the catalytic converter filter. The parts were requested to be returned to asp for further investigation. At this time, parts have not been received. If received and additional information becomes available, a supplemental medwatch report will be submitted.